Manufacturer narrative:
The device was returned to philips bench for repair and evaluation. The reported issue was confirmed and isolated to a worn ECG connector. The ECG connector was replaced and the device tested. The device passed all testing and was returned to the customer for use. This case represents a malfunction of the ECG connector.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that a heartstart xl was difficult to connect pads to during a patient event. The patient is reported to have passed, however the hospital's risk management group has stated the defib did not affect patient outcome.